Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 31) during basal delivery. The customer successfully reloaded the cartridge to resolve the issue. There was no impact to the customer's blood glucose level. The customer reverted to insulin pens for insulin therapy.